Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 350mcg/day via an implantable pump. A catheter revision was reported. The patient wasn¿t experiencing good efficacy. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was withdrawal of baclofen through cap (catheter access port) and pushed back into cap with clamped catheter and no leak found. The pump segment was replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.